Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the lot # provided, for the ecr60d, packaging lot # m34yl9, was reviewed to verify the product code. Upon review, it was determined that the product code does not correlate to the lot. What was the product code of the stapler (plee60a, pse60a, ec60a, etc.): --- psee60a;

Event description:
It was reported that during a laparoscopic anterior resection, the knife of a device loading the reported gold cartridge slightly moved forward and stopped at the first firing on the rectum. Some staples of the proximal end were deployed but they were malformed. Another cartridge was loaded into the same device and the device could be fired without problem. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m55x7a. The analysis found that one psee60a device was returned in good visual condition and with an ecr60d fully fired cartridge loaded on the device. In addition another cartridge was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.